Event description:
It was reported that at the start of a planned da vinci-assisted salpingo-oophorectomy procedure, the vena cava was struck during initial port placement and the patient bled out. A nurse who was in the room said the surgeon placed the first trocar in the mid-line. However, the surgeon could not see once they entered the abdomen. The surgeon placed a second trocar to the side of the first trocar, and saw that the first trocar was in the vena cava. It was explained that they noticed they could not see in the first trocar because of the blood at the time. The procedure was immediately converted to open and intervention was performed. The patient coded and chest compressions were performed. The patient was kept alive for 55 minutes before she eventually expired. It was reported that the da vinci system was not used. The surgeon and a technician at the customer site confirmed that the trocars used were not da vinci brand. The surgeon said a da vinci camera was used without issue.

Manufacturer narrative:
Based on the information provided, the cause of the reported complication cannot be determined. The trocars used were reportedly not intuitive surgical, inc. (Isi) brand products. There is no allegation that a malfunction of an da vinci system, instrument, or accessory occurred. Therefore, no products are expected to be returned to isi for evaluation. A follow-up MDR will be submitted if additional information is obtained. A medical review was performed by an isi medical safety officer (mso) and the following information was provided: "based on the information in the summary of events, the injury to the vena cava occurred with the initial placement of the first trocar, a third party trocar. The intuitive camera was introduced into this port and visualization was impaired leading to placement of a second port. Using the second port for visualization, it was then discovered the first port was in the vena cava. The information suggests the initial port placement may have led to the injury. There is insufficient information to determine if the subsequent camera placement into the aforementioned initial port played any role in this injury." A system and instrument log review cannot be performed for this event as the da vinci system was not docked to the patient. This complaint is being reported due to the following conclusion: at the start of a planned da vinci-assisted salpingo-oophorectomy procedure, the vena cava was struck during initial port placement using a non-isi trocar. The patient coded and chest compressions were initiated. The patient bled out and ultimately expired on the table.